Event description:
Additional information received from healthcare provider reports on (B)(6) 2015 impedances were tested by the manufacturer representative and all within normal level. The patient's programs were changed from program 2 to program 3. The manufacturer representative suggested surgery on (B)(6) 2015 may had caused onset of nocturnal enuresis. The patient was instructed on how to increase amplitude during overnight hours and then decrease amplitude during daytime hours to help with the loss of effect. It was noted that the vaginal and rectal surgery was not related to neurostimulator. Patient was scheduled for a six week follow up (three months post-operative from other surgery) to see if the loss of effect been resolved and to evaluate nocturnal enuresis.

Event description:
It was reported that the patient had a loss of therapy patient suddenly waking up at 4-5 in the morning, soaked. It had happened 6-7 nights straight. The patient feel does stimulation. She was not feeling stimulation as before which was in the vagina, but used to be also in left leg too, but not anymore. The patient had vaginal suspension repair and rectal seal surgery 6 weeks ago. Therapy was still fine after the surgery. A urinary tract infection could be related to this issue. Hcp (healthcare provider) did culture of patient¿s urine post-operative and found some white cells, thus she was put on antibiotics. Patient was done with taking medication for it. Patient had used program 1, 2, and 3. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0snfs, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).